Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm. It was reported that, during the index procedure, a type ia endoleak occurred due to a severe proximal condition. A cuff was implanted and the final angiogram did not show any endoleaks. One week later, a CT showed that there was an unknown endoleak at the flow divider and the type ia endoleak persisted as well. The patient was transferred to another hospital. Per the physician, the cause of the persistent proximal type I endoleak may have been related to the patient's proximal aortic neck and the cause of the unknown endoleak at the flow divider was unknown. The physician stated that the endoleak may be related to the patient¿s medication. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.